Event description:
Report rec'd of an underdelivery. The customer contact stated that the device was returned to the user facility for testing after being reported to have underdelivered during home pt use. Reportedly, the device was programmed to deliver tpn at an unspecified rate. There was no reported adverse pt effect. Though requested, no add'l info was provided.